Event description:
It was reported that the patient is experiencing knee pain and trouble walking for an extended time, the knee feels weak, and an x-ray showed aseptic loosening.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.